Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed that at least one locking cap to have loosened, but not to have migrated away from its screw head. However the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that creo mis locking caps have loosened post operatively.